Manufacturer narrative:
The investigation into the aic -purge disc/ flag issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: imc logs are not relevant for this failure mode. Device analysis: console arrived in danvers. Visual inspection of the purge assembly area confirmed a broken blue retainer. Before returning to customer, fs will be instructed to: replace purge disc retainer (5500-0222), this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the patient was placed onto impella cp support for high-risk percutaneous coronary intervention. While on support, the aic experienced purge disc/flag issues with no resolution specified.